Event description:
Event description guidant received information that this atrial lead displayed impedance measurements greater than 2000 ohms in both bipolar and unipolar configurations and increased pacing thresholds.